Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on (B)(6) 2023 complaining that she abruptly stopped responding to sounds with the device. The user shows a medical history of recurrent upper respiratory tract infection. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user came to the clinic on (B)(6) 2023 complaining that she abruptly stopped responding to sounds with the device. Re-implantation is considered. No date has been scheduled yet.